Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd vacutainer® plus citrate tubes, an unspecified number of tubes had discrepant platelet counts, aggregates in the caps, and rings at the top of the tube . No adverse impact was reported regarding the patient or user.